Event description:
Complainant alleged that while attempting to monitor a patient (age & gender unknown) the device shut down while attempting to take a nibp reading. Complainant indicated tha the clinician obtained another device to continue treating the patient. Complainant indicated that there was no adverse effect to the patient due to the reported malfunction.